Event description:
It was reported that a spectrum pump did not infuse secondary in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h2, h3, h6 and h11: the device was received for evaluation. During functional testing, the reported problem "pump will not infuse the secondary" was not reproduced because the device was unable to be powered on. The event history log reviewed a secondary infusion was ran on the last day of use, however revealed no abnormalities that could cause or contribute to the reported problem. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Flow accuracy issues while running a secondary infusion may have several potential causes related to infusion setup, such as an improperly primed set. Refer to the secondary infusion setup instructions found in the spectrum iq operators manual, 41018v0900, page 8-94. These setup factors are not related to spectrum infusion pump function. The device will be repaired and tested prior to release to ensure the device meets all specifications. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Flow accuracy issues while running a secondary infusion may have several potential causes related to infusion setup, such as an improperly primed set. Refer to the secondary infusion setup instructions found in the spectrum iq operators manual, 41018v0900, page 8-94. These setup factors are not related to spectrum infusion pump function. The reported condition was not verified. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.